Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It as reported that no insulin exited the cartridge tubing during the fill tubing step. There was no reported impact to customer's blood glucose. Recommendation was made by tandem's technical support for the customer to change the cartridge.